Event description:
It was reported that the patient had inappropriate shocks. One shock occurred last october, and another occurred this last january. The sensing vector is set to the secondary sensing vector. Also, the device had a battery depletion error. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. Later, the doctor explanted and replaced the entire system. There were no additional adverse patient effects.